Manufacturer narrative:
This device did not cause or contribute to serious injury. Therefore, this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
This device did not cause or contribute to serious injury. Therefore this is not reportable; the initial report was forwarded in error and should be voided.

Event description:
It was reported that outside of surgery, the cuff was leaking and had a visible bulge in the material. No adverse events are associated with this malfunction. No harm or delay were noted. Due diligence is complete and there is no additional information available at this time.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Reporter telephone number: (B)(6).